Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead was capped and replaced on (B)(6) 2018 due to lead fracture. No further information was available.

Event description:
New information reported that the fracture was discovered during an in-clinic check. The lead exhibited noise on stored electrograms and a decreasing impedance. No patient symptoms were noted. The patient was reported to be doing well post-procedure.